Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight.¿

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to aseptic loosening of the tibial component. Patient also underwent a right total knee replacement on an unknown date. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-05047.